Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the endoscopic image of the subject device was not displayed on the monitor when the camera head was connected. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus australia (oaz). Oaz checked the subject device and found that the reported phenomenon was not duplicated, and also found the following. The endoscopic image of the subject device was not displayed. And the endoscopic image of the subject device appeared intermittently when the camera cable was manipulated. The video connector had cracks on both sides. There were signs of twisting on the internal wires of the camera cable. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oaz, omsc surmised that the reported phenomenon temporarily occurred by the failure of the image signal transmission to the video processor due to the partial breakage of the camera cable, which might be caused by the user handling. If additional information is received, this report will be supplemented.